Event description:
Reporter says she has had a stimulator device for three years and it has recently been recalled after she has had continuous inappropriate shocks. She also has an additional neck stimulator that was implanted in 2021 which has similarly shocked her neck. Pt: 2554. Device: 1574. Ref: mw5188106, mw5188107.